Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer consumed too much sugar before going to bed, and experienced an elevated blood glucose (bg) level of 448 mg/dl. The customer delivered a correction bolus via the pump to address bg level. However, delivered an extra 3 units when attempting to deliver the bolus. Tandem technical support educated the customer that once the insulin had been delivered it was unable to be cancelled. The customer acknowledged the information and confirmed bg levels would continue to be monitored.